Event description:
A facility reported a cerelink sensor with unreliable readings despite troubleshooting and checking the connections. Therefore, it was replaced and worked well. The issue was identified during patient monitoring, and appropriate escalation/action was taken at the time to ensure patient safety and continuity of care.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.